Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet displayed repeated ¿restart ilet 32¿ alerts indicating a delivery motor communication error consistent with a motor processor communications malfunction, and the device was restarted multiple times without resolution; a replacement was arranged, and the original unit is pending return. Symptoms included device alarms. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included remote troubleshooting and education with the caregiver. Investigation of the returned device revealed a persistent motor communication fault aligned with previously known delivery motor communication issues.